Manufacturer narrative:
Concomitant medical products: product ID 3093-28 lot# v050375, implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 07-aug-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported in¿an operative report received via fax on (B)(6) 2021 to the device registration department that there was a nonfunctioning implant which was removed, and it looked like it had been implanted way too low and the wire looked like it had partial tear. From the operative report: the manufacturer's rep was present at the removal procedure. The old device was removed easily, it looked like it was way too low and probably in s4 on the x-rays taken prior to explant. The implant was difficult to remove because the ins was almost perpendicular to the skin, not parallel as usually seen. The ins was removed with the wire intact. The wire looked like it had a partial tear in which the hcp did not believed they caused. When testing the wire, there were no responses as it did not seem to be a functioning wire. At this point, the hcp decided to explant the wire and removed it intact. Due to issues with anesthesia the plan was to implant new system at a later date.